Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a fracture, high pacing threshold, high pacing impedance, and noise which cased inappropriate therapy. Patient presented for lead revision procedure. The right ventricular lead was partially removed because it fell apart during extraction attempts. During the same procedure, the atrial lead became damaged and was electively extracted. The implantable cardioverter defibrillator was also electively removed due to remaining longevity. Patient was implanted with a new system. Patient was stable.